Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and found that the batteries were expired by time. The stm replaced the batteries and the iabp then passed all functional and safety tests per factory specifications. It was then returned to the customer and cleared for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) was displaying the message "battery maintenance required". No patient involvement or adverse event was reported. The circumstances under which the vent occurred are unknown.